Event description:
Customer stated he is stuck in the rewind complete/bolus delivery loop. As a result, customer's blood glucose levels are high because he has wasted a lot of insulin. Exact blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit was unable to prime during prime/a33 test due to protruded loose drive support disk. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and corroded battery tube. (B)(4).